Event description:
It was reported that the surgeon was using tsb45 on a stomach. When the device was removed the surgeon noticed that the staples are not formed on a distal end of a staple line. The staple line fell apart and he manually oversewn it to prevent leakage.